Event description:
The customer reported that he was experiencing high and low blood glucose, and he does not know if the insulin pump or the sensor is malfunctioning for the past two to three days. He mentioned that sometimes the sensor glucose reading is off by 100. Instructed the customer to check his blood glucose and it was 199mg/dl, but the sensor reading was 255mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Time, date, basal rates, and bolus wizard settings were correct. During the call, the customer mentioned being in the hospital. Attempted to contact the customer for more information regarding the event with no results. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.